Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device received a calibration sensor error. There was no patient involvement.

Manufacturer narrative:
Additional information added to g4, h3, h6, h10 the customer reported problem was confirmed. A review of the device history record for sn13202610 was performed from date of manufacture 12/10/2010 to present date 11/24/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device received a calibration sensor error. There was no patient involvement.